Event description:
Customer reporting inserting swab into nostril too deeply and obtained blood on the testing swab and bleeding in the nostril. Customer states they will seek follow up care with health care professional but no apparent injury sustained.

Manufacturer narrative:
Investigation conclusion:a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.